Manufacturer narrative:
Concomitant medical products: product ID: dtba1d1 ICD, implanted: (B)(6) 2016. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. There was a device alert, high impedance, oversensing noise and inhibition of pacing of pacing on the right ventricular (rv) lead. There was also intermittent pacing and fracture on the lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.